Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), implant loss integration. Patient experienced infection, inflammation, fibrous tissue around the implant and significant bone loss.